Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device has a history of over-sensing. Recently, the patient received several inappropriate shocks while not performing any physical activity. The device data was forwarded to boston scientific technical services (ts) for review and recommended thorough provocative maneuvers and high-resolution diagnostic imaging to assess system integrity and potential electrode damage. The physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. Both products were received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device has a history of over-sensing. Recently, the patient received several inappropriate shocks while not performing any physical activity. The device data was forwarded to boston scientific technical services (ts) for review and recommended thorough provocative maneuvers and high-resolution diagnostic imaging to assess system integrity and potential electrode damage. The physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. Both the device and electrode were received for analysis. This electrode's analysis was recently completed, while the device analysis is still underway.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device has a history of over-sensing. Recently, the patient received several inappropriate shocks while not performing any physical activity. The device data was forwarded to boston scientific technical services (ts) for review and recommended thorough provocative maneuvers and high-resolution diagnostic imaging to assess system integrity and potential electrode damage. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device has a history of over-sensing. Recently, the patient received several inappropriate shocks while not performing any physical activity. The device data was forwarded to boston scientific technical services (ts) for review and are awaiting a response. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.